Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Upon review, it was noted that this device was not implanted into this patient. Therefore, this is not a reportable event. Medwatch report # 2210968-2013-31570 is being voided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted to treat stress urinary incontinence and pelvic organ prolapsed. It was also reported that the patient experienced pain, erosion of internal tissues, extrusion, infection, recurrence, bleeding, vaginal scarring, and urinary/bowel problems. It was further reported that she has undergone additional surgeries and revisionary procedures, including excision of eroded mesh on (B)(6) 2009. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.